Manufacturer narrative:
The explanted hydrus microstent was recently received due to a shipping delay caused by the covid-19 pandemic. The microstent met visual and dimensional specifications. The original delivery system was discarded at the time of implantation and was not available for analysis. However, the hydrus delivery system used for explanting the microstent was returned. Functional testing of the returned delivery system with the explanted microstent was performed. The device performed as intended during advancement, release, recapture, and retraction. The device lot number is unknown; therefore, review of the manufacturing lot records could not be performed. Based on the information provided by the surgeon and the results of the product evaluation, the cause of the corneal decompensation is attributed to the pre-existing fuchs' dystrophy and possible device microstent-corneal touch resulting from device malposition. Corneal complications are listed as potential adverse effects in the device instruction for use. This type of complaint will be monitored for trends. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was scheduled for removal on (B)(6) 2020. Ivantis requested follow-up information from the surgeon on 4 separate occasions (september 9, 2020, september 28, 2020, october 1, 2020, november 17, 2020), but no response was received.

Manufacturer narrative:
The explanted hydrus microstent will be returned to the manufacturer for evaluation and the device investigation findings will be provided in a supplemental report. Device identifiers have been requested. Corneal edema, corneal opacity, bullous keratopathy, microstent malposition, device-cornea touch, and microstent explantation are listed in the u.s. Device labeling as potential adverse events. The u.s. Device labeling includes the following warning statement: "the hydrus microstent is intended for implantation in conjunction with cataract surgery, which may impact corneal health. Therefore, caution is indicated in eyes with evidence of corneal compromise (e.g., fuch's dystrophy, corneal guttae or low endothelial cell density) or with risk factors for corneal compromise following cataract surgery (e.g., advanced age, dense nuclear sclerosis)." Manufacturer reference #: (B)(4).

Event description:
The surgeon reported a patient in whom he implanted a hydrus microstent in 2016 was recently referred back to him by a cornea specialist, with a request to have the hydrus device removed from the right eye. The referring doctor told the surgeon that the cornea in the right eye had become progressively cloudy and edematous over the last 12 months. The referring doctor intends to perform a corneal transplant and asked the surgeon to remove the hydrus microstent prior to the transplant surgery. The surgeon is no longer at the same practice, so the following surgical event information is based on his recollection. He recalled that the hydrus implantation and cataract surgery was uncomplicated, the hydrus placement was satisfactory and the post-op iop was well-controlled. The patient had a pre-existing history of corneal fuch's endothelial dystrophy in both eyes. Prior to the surgery and during the early post-op period, however, the cornea was clear and had relatively normal thickness. The surgeon recently examined the patient and noticed significant corneal edema, opacity and bullous keratopathy in the right eye. The left eye had corneal guttate but no edema, opacity or bullae. Corneal thickness was approximately 650 microns (right eye) and 560 microns (left eye). Specular microscopy demonstrated diffuse, global corneal endothelium loss, without any significant difference between nasal and temporal quadrant. View of hydrus on gonioscopy at the slit lamp was limited due to corneal edema. Anterior segment oct demonstrated that the hydrus inlet was extended further into the anterior chamber than recommended by the instructions for use with possible contact between the stent inlet and corneal endothelium. Therefore, the surgeon plans to explant the hydrus prior to the cornea transplant. The surgeon believes the corneal decompensation is primarily due to the patient's preexisting corneal endothelial dystrophy. He believes the hydrus position, with possible corneal touch, may have also contributed to the outcome. Additional information has been requested.